Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. Fluid flowed through the full fluid path despite the damage. It could not be conclusively determined if the observed cannula damage affected the device's ability to deliver insulin appropriately deliver insulin. The timing and cause of the observed cannula damage could not be determined. The pod generated an 0x9b alarm, indicating it has been more than 5 min after cgm deactivation without receiving pod deactivation command. The cause of the observed 0x9b alarm could not be determined. The bottom housing vent was observed to be damaged. The timing and cause of the observed vent damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 300 mg/dl while wearing the pod between 36 and 48 hours. Investigation of pod found damage to the cannula. The complaint was originally coded for glucose levels are high.